Event description:
I had the sciton profractional laser resurfacing done. Almost a year later, I look like a burn victim. My face has track marks, white spots (hyperpigmentation), and I now have to wear make-up designed for burn victims. The procedure was completed by a nurse practitioner. I am not sure what went wrong. After a few times of going back to the office, she kept telling me I had been in the sun and that's why my skin looks the way it does. I wasn't in the sun. If I ever did have to go outside, I wore the maximum amount of sunscreen available as well as a hat. I believe she just said that to take the fault off herself. This procedure has absolutely ruined my face and confidence. I don't want this to happen to anyone else. I have also done research online, and have seen that many others have reported the same thing. It appears to be a growing problem and needs to be addressed.